Event description:
The pump was returned to animas. Product analysis evaluated the pump and found contamination under the button contacts and the display screen was found to be faded and discolored. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/26/2013 with the following findings: the pump was examined and found that the keypad button symbols were worn but the keypad was intact with no peeling or other signs of damage. The pump was powered on for testing and the display screen was found to be faded and discolored. The keypad buttons were tested and were confirmed to be responding appropriately. The keypad was removed and contamination was found under all of the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).